Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon moved the right master tool manipulator (mtmr) horizontally and the universal surgical manipulator (usm) arm 3 moved diagonally while firing the instrument, and an unlocking-like sound was heard. The customer indicated that this issue had occurred recently and that reseating of the sterile adapter did not resolve the problem; however, performing a system power cycle corrected the issue. No errors or messages were found in the system logs. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was installed on arm 3. The issue was resolved by performing a power cycle; however, the specific event date for that prior occurrence was unknown. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and swapped the universal surgical manipulator (usm3) and usm 4. Electrical and mechanical adjustments were made to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.